Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 57 mg/dl,87 mg/dl. The user alleged the insulin pump was over delivering insulin due to low blood glucose. Customer was treated with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump and reservoir will not be returned for analysis.